Event description:
It was reported that 2 days after a coronary drug eluting stent procedure, a stent thrombosis occurred. The lesion being treated was a tortuous, calcified, 85% stenotic lesion located in the left anterior descending (lad). The vessel diameter was reported to be 2.75 mm. The lesion was predilated. The physician then deployed the taxus express2 8.8% 2.75 mm x 16 mm drug eluting stent successfully. The physician did not encounter significant resistance during the procedure. The taxus stent was well positioned and well apposed. The stent was not post dilated. The pt was given a loading dose of plavix and IV heparin during the procedure. No procedural complications were reported. The pt was given plavix post procedure. The pt 2 days later experienced a cardiac arrest with ventricular tachycardia and ventricular fibrillation for which CPR was done. Pt was placed on a ventilator. A repeat angiogram was performed that revealed a stent thrombosis. Treatment was a ptca 6 hours after the onset of symptoms. The pt improved and was discharged. In the opinion of the physician, the stent thrombosis was related to the taxus stent.